Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is bilaterally implanted and benefits from the contralateral device. With the concerned device, the patient did not have any hearing perception since initial activation. In situ device testing was indicative of a functional device. Per the surgeon, a CT determined that the electrode had migrated out of the cochlea. During a revision surgery, conducted on (B)(6) 2015, the device electrode was re-inserted into the patient's cochlea. Post-operative activation went fine, however, 1 electrode had to be turned off due to facial stimulation. Later on, 6 electrodes had to be turned off due to facial stimulation.

Manufacturer narrative:
(B)(4). Additional information: based on the received information, in situ testing is indicative of a functional device. The initially observed lack of benefit from the device was due to the active electrode having migrated out of cochlea, as confirmed by diagnostic imaging. Additionally, facial nerve stimulation was observed in some channels following re-insertion surgery, which improved through fitting. This symptom is likely caused by unrelated medical reasons, e.g. Preoperative history of skull based tumour. The device remains implanted and providing benefit to the patient.

Event description:
The patient is bilaterally implanted and benefits from the contralateral device. With the concerned device, the patient did not have any hearing perception since initial activation. In situ device testing was indicative of a functional device. Per the surgeon, a CT determined that the electrode had migrated out of the cochlea. During a revision surgery, conducted on (B)(6) 2015, the device electrode was re-inserted into the patient_s cochlea. Post-operative activation went fine, however, 1 electrode had to be turned off due to facial stimulation. Later on, 6 electrodes had to be turned off due to facial stimulation. As per latest information received, following a fitting appointing in (B)(6) 2016, one additional electrode was able to be activated and all previously active electrodes were able to be increased in charge units without an adverse reaction. The audiologist recommended the patient to return to the clinic in 3 months. The patient, his father and the audiologist were pleased with the outcome.